Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that deployment issue occurred. The 99% stenosed target lesion was located in the severely calcified and severely tortuous mid left anterior descending artery. Intravascular ultrasound was performed after the lesion was predilated with a non bsc balloon catheter. Then a 2.25mm x 24mm promus element plus stent was advanced to the lesion. The balloon of the stent delivery system was inflated to deploy the stent however the pressure level did not increase further than 9 atmospheres. As a result, the stent did not fully appose to the vessel wall. In order to correct the inadequate apposition, additional dilation of the stent was performed using a 3.0mm x 15mm non bsc balloon catheter. The procedure was completed using this device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that deployment issue occurred. The 99% stenosed target lesion was located in the severely calcified and severely tortuous mid left anterior descending artery. Intravascular ultrasound was performed after the lesion was predilated with a non bsc balloon catheter. Then a 2.25mm x 24mm promus element¿ plus stent was advanced to the lesion. The balloon of the stent delivery system was inflated to deploy the stent however the pressure level did not increase further than 9 atmospheres. As a result, the stent did not fully appose to the vessel wall. In order to correct the inadequate apposition, additional dilation of the stent was performed using a 3.0mm x 15mm non bsc balloon catheter. The procedure was completed using this device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent had detached from the balloon and was not returned for analysis. The balloon was not refolded indicating it had been subjected to positive pressure. An attempt to inflate the device was unsuccessful likely due to solidified contrast media. The device was conditioned at 37°c for 24 hours. After this the balloon did inflate to nominal pressure and deflate with no issues noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).